Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that while servicing the device, the touchscreen failed to function after reassembly. It was reported there was no patient involvement at the time the issue was discovered. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was not confirmed. Pil is unable to confirm the complaint touch screen failure.